Manufacturer narrative:
It was reported that the trial neck broke during the trialing of the components. Surgery continued by trialing with the head ball and the actual stem. Leg length and stability was the same and was unaffected. There were no significant delays in surgery, no harm to the patient, and the surgery was completed successfully. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the trial neck broke during the trailing of the components. Surgery continued by trialing with the head ball and the actual stem. Leg length and stability was the same and was unaffected. There were no significant delays in surgery, no harm to the patient, and the surgery was completed successfully.